Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the tip of the jaw was chipped. Nothing fell into patient's cavity. The procedure was completed with another similar device.